Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 383069 implantable pacing lead 2010 (B)(6); 6949 implantable tachy lead 2005 (B)(6); 5076-52 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The left ventricular (lv) lead was programmed off and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.